Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The device log indicates that the unit was unable to analyze due to an intermittent unsupported or invalid cable ID state, which emits a tone when the analyze/defib key is pressed. This condition is typically associated with a poor connection at the multifunction cable (mfc), the user successfully completed five analyses with no shock advised prior to the circumstance. The device passed full functional testing including continuity testing with the returned multifunctional cable (mfc) and CPR adapter. Inspection of the defib recepticle found no issues. There was no fault found with the device, it was recommended that the defib receptacle, cprd connector, and mfc cable be replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.